Event description:
It was reported that during service at the user facility that the plug of the device had sparked externally when the customer attempted to plug it in. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during service at the user facility that the plug of the device had sparked externally when the customer attempted to plug it in. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.